Manufacturer narrative:
The account has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.

Event description:
The accounts maintenance stated that the head section is in the raised position and will not lower. He switched the head and knee motor connections and isolated the issue to the head motor.